Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer cribriform occluder was chosen for implant. During procedure, the right atrial disc of the amplatzer cribriform occluder bulged in the patient's left atrium during deployment. The deformation prevented correct apposition to the septum. There was no interaction with cardiac structures and no kink or angulation in the delivery system noted. The decision was made to replace the 25mm amplatzer cribriform occluder with a 25mm amplatzer patent foramen ovale (pfo) occluder. The procedure was completed and the patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the instructions for use (IFU), "treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."

Event description:
Subsequent to the previously filed report, additional information was received that the 25mm amplatzer cribriform occluder was used to occlude a patent foramen ovale. No additional information was provided.